Event description:
This pt was undergoing stenting procedure within a tortuous left internal carotid artery. The physician was able to cross the lesion with the .014" guidewire and had pre dilated the lesion using a boston gazelle balloon catheter. Difficulty was experienced to deploy the precise stent at the lesion despite repeated attempts. This unit was removed from the pt's vessel without any difficulty. There was no adverse consequence to the pt. The product was partially deployed when the delivery system was being checked after it was taken out of the pt's vessel. No other stent delivery system was used to treat the lesion and the pt was sent for surgery. Reportedly, there was no attempt made to withdraw the delivery system back into the guiding catheter at any point prior to stent deployment. The stent delivery system appeared normal upon removal from the packaging. The stent delivery system behaved normally as it passed through towards the lesion. There was no resistance felt during advancement.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Add'l info will be submitted within 30 days upon receipt.